Event description:
It was reported that the device would not power up after it was returned from being repaired. There was no patient involvement and no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device would not power on which was verified and found to be due to a component failure of the power supply. The cpc coupler was also found to be bent.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.